Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 610 mg/dl and diabetic ketoacidosis. Reportedly, the infusion set had been in use for more than 48 hours with humalog insulin. Additionally, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain discharge date and educate the customer on insulin labeling; however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.